Event description:
It was found during testing that a pump was alarming for a "does not recognize loaded slide clamp". There was no pt involvement since this error was found during testing. Review of the history log shows several occurrences of difficulty loading the IV set and starting the infusion due to slide clamp keyhole insertion issues. These resulted in delays of 5 minutes or longer.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The determine symptom "does not recognize a loaded slide clamp" was confirmed and reproduced. It was caused by a failed I/o pcb. As a result, the I/o pcb was replaced.